Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one epidural catheter and one snaplock adapter with clamp. The returned components were received connected together (reference attached files (B)(4)). The returned sample was visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used. Biological material was present between the catheter coils. Also, the coils of the catheter appear to be damaged at approximately 9cm (ruler (B)(4)) from the proximal end of the catheter. Microscopic examination of the catheter revealed a cut in the extrusion at the same location where the catheter appears to be damaged (reference files (B)(4)). No other defects or anomalies were observed. A functional leak test was performed per (B)(4) other remarks: section 6.5; rev 5 using the returned catheter and returned snaplock adapter. The returned catheter was inserted into the snaplock adapter until it bottomed out and the components were then connected to the lab leak tester ((B)(4)). The pressure was set at 10 psi to establish flow. The catheter was found to leak immediately at approximately 9cm from the proximal end. This is the location where the coils of the catheter appeared to be damaged. The distal end of the catheter was capped off and the pressure was increased to 25 psi for 30 seconds. No additional leaks were detected. A corrective action is not required at this time as the condition of the sample received and the time of discovery indicate that operational context caused or contributed to this event. The reported complaint of the catheter leaking was confirmed based on the sample received. The customer returned one epidural catheter. Visual examination of the returned catheter revealed the catheter was damaged at approximately 9cm from the proximal end. During a functional leak test, a leak can be seen coming from the same location where the catheter appears to be damaged. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event.

Event description:
The epidural catheter was inserted in the patient and the procedure was finished without problem. Overnight, the user found a solution leakage from the catheter at around 70 or 80cm from the tip. The leakage point on the catheter was found kinked. The defective catheter was removed from the patient but not replaced by a new one. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The epidural catheter was inserted in the patient and the procedure was finished without problem. Overnight, the user found a solution leakage from the catheter at around 70 or 80cm from the tip. The leakage point on the catheter was found kinked. The defective catheter was removed from the patient but not replaced by a new one. The patient's condition was reported as fine.